Event description:
The patient presented with atrial flutter, and a loss of ventricular capture due to threshold increase of unknown origin. The pacemacker was reprogrammed (non-invasively) to increase the output from 3.5 v to 5.0 v. After reprograming, the pacemaker and leads captured the heart as intended. A pacemaker check 6 days later, again showed successful capture.

Event description:
The patient presented with atrial flutter, and a loss of ventricular capture due to a threshold increase of unknown origin. The pacemaker was reprogrammed (non-invasively) to incrase the output from 3.5 v to 5.0 v. After reprogramming, the pacemaker and leads captured the heart as intended. A pacemaker check in march 2001, again showed successful capture.